Manufacturer narrative:
Device evaluation of monitor sn (B)(4)has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor intermittently powered up. The cause for the failure was isolated to extensive corrosion on connectors j101 and j502 and on the tabletop board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wasn't powering up. The patient was issued a replacement monitor.